Event description:
Additional information received reported that there was greater than 50 percent symptom reduction. It was unlikely that it was involved but the patient wished to have the device removed. It was noted that the lead and implantable neurostimulator (ins) were removed in their entirety. Reprogramming was performed to provide insight into the issue and the action taken to resolve the issue was removal. It was reported that the cause of the event was not determined and it was unknown if it was device related but it was doubtful. The patient recovered without permanent impairment.

Event description:
It was reported that the patient had experienced pancreatitis a week after the implant was put in. It put the patient in the hospital for a week. It was noted that the patient was having pancreatic and liver issues. When the patient had the surgery, they laid them down on their abdomen. It was noted that the patient was unsure if this was what triggered it. The patient was given acetomycin and something else.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).